Manufacturer narrative:
(B)(4). Batch #: unk . A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the gun after 2 firings was not working. The battery after 2 hours was still hot they replaced the gun to manual. Procedure completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2022 d4: batch # 470a95 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the instrument. It can be inserted in either orientation; there is no up or down. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. To remove the battery pack, squeeze the release tabs and pull the battery pack straight back. (The instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.